Event description:
Upon interrogation on (B)(6) 2013, the pacemaker was found in standby mode (backup mode). It was then automatically re-initialized by the programmer. An analysis is requested.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. Please refer to the attached analysis report no (B)(4) for complete details. Conclusion: the pacemaker switched in standby mode on (B)(6) 2013 at approximately 11:50 (japan time zone). Available information suggests that the pacemaker switched in standby mode because of an aida programming interruption during the follow-up of (B)(6) 2013. This led to the presence of inconsistent data in device memory. The device detected the inconsistency and triggered a switch to standby mode. Both the implant and the programmer operated as specified. Since normal operation was restored by device re-initialization on (B)(6) 2013, no further action is required for this patient. Normal follow-up intervals apply.